Event description:
It was reported patient underwent a reverse total shoulder arthroplasty on (B)(6) 2015. During the procedure, the reamer was dull and would not ream properly. Subsequently, the base plate was unstable and could not be implanted with the central screw when the base plate was put into the central hole in the glenoid face. A hemi-shoulder system was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to the instrument being used beyond its useful life. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "surgical instruments are subject to wear with normal usage."